Manufacturer narrative:
It was reported that resistance was noted while advancing the delivery system through the patient anatomy. The tip of the dilator was reported to have split. The dilator and sheath were returned to abbott and the investigation found that the dilator tip was damaged split. No other anomalies were found. The returned sheath met the dimensional and functional specifications when analyzed using test amulet device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied. Additionally, the observed bent and damage on the returned delivery system may have resulted from shipping or transportation-related stress in the return to abbott.

Event description:
It was reported on (B)(6) 2025, a 12f amulet delivery sheath was selected for a procedure. During the procedure, resistance was noted while advancing the delivery system through the patient anatomy. The dilator of the delivery sheath partially split while accessing the femoral vein. The patient had tortuous vein access. The delivery sheath was removed from the patient and replaced with a new 12f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 12f amulet delivery sheath was selected for a procedure. During the procedure, resistance was noted while advancing the delivery system through the patient anatomy. The dilator of the delivery sheath partially split while accessing the femoral vein. The patient had tortuous vein access. The delivery sheath was removed from the patient and replaced with a new 12f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.